Manufacturer narrative:
No unexpected missing segments or display anomaly was noted. All operating currents were within specification and the off no power alarm functioned properly. No black screen was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that the insulin pump has a partial display. Customer was advised to insert a new battery; the display did not return to normal. Customer stated that she did not notice missing segments on the black screen. The device was neither dropped nor bumped. Customer stated that the display seems like numbers that are bleeding through and it only seems to happen when trying to access other screens. Blood glucose value is 194 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.